Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. During back light check no unexpected issue were noted. No unexpected missing segments or partial display anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump display was difficult to read because it did not light much more. The customer¿s blood glucose level was unknown. The customer was reported that backlight was very dim, failed battery test. The insulin pump will not be returned for analysis.